Event description:
On 11/30/1999, the regulatory manager received a call from FDA regional medical devices, regarding some info he had received involving an angio-seal device. (Detroit reference no. Det0867). He reported that an angio-seal device was deployed in a female pt in 1998. The lot number was reported to be 801916. In august 1999, the FDA was informed that an angio-seal device had "detached," resulting in a femoral vein occlusion. Surgical removal of the device was required which resulted in a femoral-femoral bypass. The MFR performed several internal searches of the complaint handling system; however, was unable to match this info to previously reported incidents. There is no further info available.